Manufacturer narrative:
The customer¿s report of a cracked max-zero was confirmed. Visual inspection of the set noted two hairline cracks at the female luer of the clear maxzero body. Functional testing resulted in no leaking. The root cause of the customer¿s report was not identified. The cause of the crack is unknown.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The report suggests that a leak was identified from a crack in the mz1000 when it was connected to a PICC line for chemotherapy treatment. No additional information available. From the reported information there are no indications of serious injury to the patient or user as a result of this incident.